Event description:
It was reported that the patient presented with an episode of ventricular fibrillation which was intermittently undersensed, causing the device to inappropriately return to sinus. The patients rhythm spontaneously converted. Programming changes were recommended. No symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.